Event description:
The customer reported 25 ml of medication was to infuse over 4 hours; however, it infused within 25 minutes. Customer requested an event log review for an unknown medication that infused faster than expected. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of an infusion infusing faster than expected was not confirmed. The pcu event log showed that a secondary infusion of magnesium sulfate 4gram/100ml was programmed at 10:34 pm on (B)(6) 2014. The user entered 4 hours for the duration, calculated rate = 25 mg/hr. At 10:40 pm, the infusion was paused and then the device was powered off. At 10:41 pm, the user restored the primary infusion and programmed a secondary infusion of magnesium sulfate 4gram/100ml. The user entered 40 hours for the duration, calculated rate = 2.5ml/hr, and vtbi = 10 ml, which made the rate 0.25 ml/hr. At 10:51 pm, the device was powered off and removed from the system. The log showed that the secondary infusion ran from 10:34 pm to 10:51 pm. The cause of the medication infusing faster than expected was not identified through the event log review. It is possible that a check valve failure occurred; however, the administration sets were not returned for evaluation because they were discarded by the customer.